Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystourethroscopy on (B)(6) 2012, bladder biopsy on (B)(6) 2012, uterine dilation and curettage on (B)(6) 2014, d & c, diverticulosis and cholecystectomy. Surgical pathology report specimen: 1. Uterus, cervix, bilateral fallopian tubes final diagnosis (microscopic): uterus, hysterectomy - 1. Cervix- a. Normal cervical mucosa. B. Negative for dysplasia and malignancy, 2. Endometrium- a. Nonphysiologic pattern. B. Negative for hyperplasia or malignancy. 3. Myometrium- a. Normal myometrium. 4. Serosa a. Normal serosal surface. 5. Fallopian tubes - complete cross section of normal fallopian tubes. Gross: the endometrial cavity has been partially obliterated and measures 2.1 x 0.5 x 0.2 cm. There is a 1.0 x 0.5 x 0.3 cm area of depression within the anterior lower uterine segment. The lumens of both tubes contain a coiled ligation wire which measure 2.0 cm in length each. The left tube also has 3 attached membranous cysts which range from 0.2 to 1.0 cm and which contain clear, watery fluid. Concurrent conditions included cystocele since 2016, rectocele since 2016, adhesion, cystitis interstitial, iron deficiency anemia, endometritis, fever, nausea, vomiting, irritable bowel syndrome, pain, anxiety since 2016 and herniated disc since 2015. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one") and was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract disorder (seriousness criterion medically significant), bladder disorder (seriousness criterion medically significant), vaginal infection ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and diarrhoea ("diarrhea"). In 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced abdominal distension ("bloating"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), cystitis interstitial ("interstitials cystitis"), fungal infection ("yeast infections"), reproductive tract disorder ("reproductive system disorder") and myalgia ("myalgia/levator ani myalgia"). The patient was treated with surgery (hysterectomy on (B)(6) 2016, ablation, salpingectomy (bilateral removal of fallopian tubes), and underwent ablation, hysteroscopy and d&c), cystoscopies and hydrodistention bladder biopsy. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, urinary tract infection and fungal infection had resolved and the vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, alopecia, weight increased, abdominal distension, feeling abnormal, fatigue, abdominal pain, cystitis interstitial, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, weight fluctuation, reproductive tract disorder, myalgia, dyspepsia and diarrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, cystitis interstitial, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, menorrhagia, myalgia, pelvic pain, reproductive tract disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain, dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, new reporter, patient concurrent condition and event gastrointestinal or digestive system condition type updated to heartburn and diarrhea. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), urinary tract disorder ('bladder or urinary problems or changes') and bladder disorder ('bladder or urinary problems or changes') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage on (B)(6) 2014, cystourethroscopy on (B)(6) 2012, bladder biopsy on (B)(6) 2012, d & c, diverticulosis and cholecystectomy. Surgical pathology report. Specimen: 1. Uterus, cervix, bilateral fallopian tubes. Final diagnosis (microscopic): uterus, hysterectomy - 1. Cervix-. A. Normal cervical mucosa. B. Negative for dysplasia and malignancy, 2. Endometrium- a. Nonphysiologic pattern. B. Negative for hyperplasia or malignancy. 3. Myometrium-. A. Normal myometrium. 4. Serosa. A. Normal serosal surface. 5. Fallopian tubes -. Complete cross section of normal fallopian tubes. Gross: the endometrial cavity has been partially obliterated and measures 2.1 x 0.5 x 0.2 cm. There is a 1.0 x 0.5 x 0.3 cm area of depression within the anterior lower uterine segment. The lumens of both tubes contain a coiled ligation wire which measure 2.0 cm in length each. The left tube also has 3 attached membranous cysts which range from 0.2 to 1.0 cm and which contain clear, watery fluid. Concurrent conditions included cystocele since 2016, rectocele since 2016, anxiety since 2016, herniated disc since 2015, adhesion, cystitis interstitial, iron deficiency anemia, endometritis, fever, nausea, vomiting, irritable bowel syndrome and pain. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one") and was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract disorder (seriousness criterion medically significant), bladder disorder (seriousness criterion medically significant), vaginal infection ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and diarrhoea ("diarrhea"). In 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced abdominal distension ("bloating"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), cystitis interstitial ("interstitial cystitis") with bladder pain, fungal infection ("yeast infections"), reproductive tract disorder ("reproductive system disorder"), myalgia ("myalgia/levator ani myalgia"), muscle spasms ("I feel th spasm coming on"), liver disorder ("my liver is really bad so I cant take it"), constipation ("constipation") and hyperhidrosis ("completely soaked head to toe"). The patient was treated with surgery (hysterectomy on (B)(6) 2016, ablation, salpingectomy (bilateral removal of fallopian tubes), and underwent ablation, hysteroscopy and d&c), cystoscopies and hydrodistention bladder biopsy. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, urinary tract infection and fungal infection had resolved and the vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, alopecia, weight increased, abdominal distension, feeling abnormal, fatigue, abdominal pain, cystitis interstitial, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, weight fluctuation, reproductive tract disorder, myalgia, dyspepsia, diarrhoea, muscle spasms, liver disorder, constipation and hyperhidrosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, constipation, cystitis interstitial, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, hyperhidrosis, liver disorder, menorrhagia, muscle spasms, myalgia, pelvic pain, reproductive tract disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media- muscle spasms, bladder pain, liver disorder. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-dec-2019: fu 17 and 18 processed together. Social media content received : reporter added. Events added- constipation, hyperhidrosis. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), urinary tract disorder ('bladder or urinary problems or changes') and bladder disorder ('bladder or urinary problems or changes') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage on (B)(6) 2014, cystourethroscopy on (B)(6) 2012, bladder biopsy on (B)(6) 2012, d & c, diverticulosis and cholecystectomy. Surgical pathology report specimen: 1. Uterus, cervix, bilateral fallopian tubes final diagnosis (microscopic): uterus, hysterectomy - 1. Cervix- a. Normal cervical mucosa. B. Negative for dysplasia and malignancy, 2. Endometrium- a. Nonphysiologic pattern. B. Negative for hyperplasia or malignancy. 3. Myometrium- a. Normal myometrium. 4. Serosa a. Normal serosal surface. 5. Fallopian tubes - complete cross section of normal fallopian tubes. Gross: the endometrial cavity has been partially obliterated and measures 2.1 x 0.5 x 0.2 cm. There is a 1.0 x 0.5 x 0.3 cm area of depression within the anterior lower uterine segment. The lumens of both tubes contain a coiled ligation wire which measure 2.0 cm in length each. The left tube also has 3 attached membranous cysts which range from 0.2 to 1.0 cm and which contain clear, watery fluid. Concurrent conditions included cystocele since 2016, rectocele since 2016, anxiety since 2016, herniated disc since 2015, adhesion, cystitis interstitial, iron deficiency anemia, endometritis, fever, nausea, vomiting, irritable bowel syndrome and pain. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one") and was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract disorder (seriousness criterion medically significant), bladder disorder (seriousness criterion medically significant), vaginal infection ("nfection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinarytract/vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and diarrhoea ("diarrhea"). In 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced abdominal distension ("bloating"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), cystitis interstitial ("interstital cystitis") with bladder pain, fungal infection ("yeast infections"), reproductive tract disorder ("reproductive system disorder"), myalgia ("myalgia/levator ani myalgia"), muscle spasms ("I feel th spasm coming on") and liver disorder ("my liver is really bad so I cant take it"). The patient was treated with surgery (hysterectomy on (B)(6) 2016, ablation, salpingectomy (bilateral removal of fallopian tubes), and underwent ablation, hysteroscopy and d&c), cystoscopies and hydrodistention bladder biopsy. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, urinary tract infection and fungal infection had resolved and the vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, alopecia, weight increased, abdominal distension, feeling abnormal, fatigue, abdominal pain, cystitis interstitial, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, weight fluctuation, reproductive tract disorder, myalgia, dyspepsia, diarrhoea, muscle spasms and liver disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, cystitis interstitial, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, liver disorder, menorrhagia, muscle spasms, myalgia, pelvic pain, reproductive tract disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media- muscle spasms, bladder pain, liver disorder. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 22-nov-2019: social media received: new event I feel the spasm coming on, bladder pain, my liver is really bad so I cant take it were added. New reporter were added. On 19-nov-2019: social media received: new reporter was added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pelvic inflammatory disease ('pelvic inflammation'), urinary tract disorder ('bladder or urinary problems or changes') and bladder disorder ('bladder or urinary problems or changes') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage on (B)(6) 2014, cystourethroscopy on (B)(6) 2012, bladder biopsy on (B)(6) 2012, d & c, diverticulosis and cholecystectomy. Surgical pathology report specimen: 1. Uterus, cervix, bilateral fallopian tubes final diagnosis (microscopic): uterus, hysterectomy - 1. Cervix- a. Normal cervical mucosa. B. Negative for dysplasia and malignancy, 2. Endometrium- a. Nonphysiologic pattern. B. Negative for hyperplasia or malignancy. 3. Myometrium- a. Normal myometrium. 4. Serosa a. Normal serosal surface. 5. Fallopian tubes - complete cross section of normal fallopian tubes. Gross: the endometrial cavity has been partially obliterated and measures 2.1 x 0.5 x 0.2 cm. There is a 1.0 x 0.5 x 0.3 cm area of depression within the anterior lower uterine segment. The lumens of both tubes contain a coiled ligation wire which measure 2.0 cm in length each. The left tube also has 3 attached membranous cysts which range from 0.2 to 1.0 cm and which contain clear, watery fluid. Concurrent conditions included cystocele since 2016, rectocele since 2016, anxiety since 2016, herniated disc since 2015, adhesion, cystitis interstitial, iron deficiency anemia, endometritis, fever, nausea, vomiting, irritable bowel syndrome and pain. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one") and was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract disorder (seriousness criterion medically significant), bladder disorder (seriousness criterion medically significant), vaginal infection ("nfection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinarytract/vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and diarrhoea ("diarrhea"). In 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), cystitis interstitial ("interstital cystitis") with bladder pain, fungal infection ("yeast infections"), reproductive tract disorder ("reproductive system disorder"), myalgia ("myalgia/levator ani myalgia"), muscle spasms ("I feel th spasm coming on"), liver disorder ("my liver is really bad so I cant take it"), constipation ("constipation"), hyperhidrosis ("completely soaked head to toe"), blood loss anaemia ("I used to hemorrage when I had wssure . I was always anemic or low iron"), acne ("acne"), intervertebral disc protrusion ("herniated disc"), pelvic adhesions ("adhesions"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), pain in extremity ("leg pain"), hypoaesthesia ("numbness in leg") and peritoneal adhesions ("fused organs to peritonium"). The patient was treated with surgery (hysterectomy on (B)(6) 2016, ablation, salpingectomy (bilateral removal of fallopian tubes), and underwent ablation, hysteroscopy and d&c), cystoscopies and hydrodistention bladder biopsy. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, abdominal pain, vaginal infection, urinary tract infection and fungal infection had resolved, the vaginal haemorrhage, menorrhagia, pelvic inflammatory disease, urinary tract disorder, bladder disorder, weight increased, abdominal distension, feeling abnormal, fatigue, cystitis interstitial, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, weight fluctuation, reproductive tract disorder, myalgia, dyspepsia, diarrhoea, muscle spasms, liver disorder, constipation, hyperhidrosis, blood loss anaemia, intervertebral disc protrusion, pelvic adhesions, adenomyosis, endometriosis, pain in extremity, hypoaesthesia and peritoneal adhesions outcome was unknown and the acne was resolving. The reporter considered abdominal distension, abdominal pain, acne, adenomyosis, alopecia, bladder disorder, blood loss anaemia, constipation, cystitis interstitial, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, hyperhidrosis, hypoaesthesia, intervertebral disc protrusion, liver disorder, menorrhagia, muscle spasms, myalgia, pain in extremity, pelvic adhesions, pelvic inflammatory disease, pelvic pain, peritoneal adhesions, reproductive tract disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media- muscle spasms, bladder pain, liver disorder. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-dec-2019: social media and pfs received. I used to hemorrhage when I had was essure. I was always anemic or low iron, herniated disc, acne, pelvic inflammation, adenomyosis , endometriosis , pain in leg, numbness in leg adhesions were added. Event outcome were updated : alopecia, abdominal pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated tubes and uterus'), fallopian tube perforation ('perforated tubes and uterus'), pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)\heavy periods') and pelvic inflammatory disease ('pelvic inflammation') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine dilation and curettage on (B)(6) 2014, cystourethroscopy on (B)(6) 2012, bladder biopsy on (B)(6) 2012, d & c, diverticulosis, cholecystectomy and c-section (3-caesarean section). Surgical pathology report specimen: 1. Uterus, cervix, bilateral fallopian tubes final diagnosis (microscopic): uterus, hysterectomy. 1. Cervix- a. Normal cervical mucosa. B. Negative for dysplasia and malignancy. 2. Endometrium- a. Nonphysiologic pattern. B. Negative for hyperplasia or malignancy. 3. Myometrium- a. Normal myometrium. 4. Serosa. A. Normal serosal surface. 5. Fallopian tubes - complete cross section of normal fallopian tubes. Gross: the endometrial cavity has been partially obliterated and measures 2.1 x 0.5 x 0.2 cm. There is a 1.0 x 0.5 x 0.3 cm area of depression within the anterior lower uterine segment. The lumens of both tubes contain a coiled ligation wire which measure 2.0 cm in length each. The left tube also has 3 attached membranous cysts which range from 0.2 to 1.0 cm and which contain clear, watery fluid. Concurrent conditions included cystocele since 2016, rectocele since 2016, anxiety since 2016, herniated disc since 2015, adhesion, cystitis interstitial, iron deficiency anemia, endometritis, fever, nausea, vomiting, irritable bowel syndrome and pain. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one") and was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vaginal infection ("nfection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and diarrhoea ("diarrhea"). In 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), cystitis interstitial ("interstital cystitis") with bladder pain, fungal infection ("yeast infections"), reproductive tract disorder ("reproductive system disorder"), myalgia ("myalgia/levator ani myalgia"), muscle spasms ("I feel th spasm coming on"), liver disorder ("my liver is really bad so I cant take it"), constipation ("constipation"), hyperhidrosis ("completely soaked head to toe"), blood loss anaemia ("I used to hemorrhage when I had worse . I was always anemic or low iron"), acne ("acne"), intervertebral disc protrusion ("herniated disc"), pelvic adhesions ("adhesions"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), pain in extremity ("leg pain"), hypoaesthesia ("numbness in leg"), peritoneal adhesions ("fused organs to peritonium"), bacterial vaginosis ("bv"), anxiety ("anxiety"), post ablation tubal sterilisation syndrome ("post ablation tubal ligation syndrome"), incontinence ("incontinence"), vulvovaginal pain ("vaginal pain") and menstruation irregular ("cycle regularly irregular"), was found to have a pregnancy with contraceptive device ("8 week gestation uterus") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), hysterectomy on (B)(6) 2016, ablation, salpingectomy (bilateral removal of fallopian tubes),, hysterectomy and underwent ablation, hysteroscopy and d&c), cystoscopies and hydrodistention bladder biopsy. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, pelvic inflammatory disease, pregnancy with contraceptive device, urinary tract disorder, bladder disorder, weight increased, abdominal distension, feeling abnormal, fatigue, cystitis interstitial, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, weight fluctuation, reproductive tract disorder, myalgia, dyspepsia, diarrhoea, muscle spasms, liver disorder, constipation, hyperhidrosis, blood loss anaemia, intervertebral disc protrusion, pelvic adhesions, adenomyosis, endometriosis, pain in extremity, hypoaesthesia, peritoneal adhesions, uterine leiomyoma, bacterial vaginosis, post ablation tubal sterilisation syndrome, incontinence, vulvovaginal pain and menstruation irregular outcome was unknown, the pelvic pain, alopecia, abdominal pain, vaginal infection, urinary tract infection and fungal infection had resolved and the acne and anxiety was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, abdominal pain, acne, adenomyosis, alopecia, anxiety, bacterial vaginosis, bladder disorder, blood loss anaemia, constipation, cystitis interstitial, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, hyperhidrosis, hypoaesthesia, incontinence, intervertebral disc protrusion, liver disorder, menorrhagia, menstruation irregular, muscle spasms, myalgia, pain in extremity, pelvic adhesions, pelvic inflammatory disease, pelvic pain, peritoneal adhesions, post ablation tubal sterilisation syndrome, pregnancy with contraceptive device, reproductive tract disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-jan-2020: social media received:- new reporter information was added. New even added pregnancy with contraceptive device, device ineffective. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated tubes and uterus'), fallopian tube perforation ('perforated tubes and uterus'), pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)\heavy periods') and pelvic inflammatory disease ('pelvic inflammation') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine dilation and curettage on (B)(6) 2014, cystourethroscopy on (B)(6) 2012, bladder biopsy on (B)(6) 2012, d & c, diverticulosis, cholecystectomy and c-section (3-caesarean section). Surgical pathology report specimen: uterus, cervix, bilateral fallopian tubes final diagnosis (microscopic): uterus, hysterectomy - 1. Cervix- a. Normal cervical mucosa. B. Negative for dysplasia and malignancy, 2. Endometrium- a. Nonphysiologic pattern. B. Negative for hyperplasia or malignancy. 3. Myometrium- a. Normal myometrium. 4. Serosa a. Normal serosal surface. 5. Fallopian tubes - complete cross section of normal fallopian tubes. Gross: the endometrial cavity has been partially obliterated and measures 2.1 x 0.5 x 0.2 cm. There is a 1.0 x 0.5. X 0.3 cm area of depression within the anterior lower uterine segment. The lumens of both tubes contain a coiled ligation wire which measure 2.0 cm in length each. The left tube also has 3 attached membranous cysts which range from 0.2 to 1.0 cm and which contain clear, watery fluid. Concurrent conditions included cystocele since 2016, rectocele since 2016, anxiety since 2016, herniated disc since 2015, adhesion, cystitis interstitial, iron deficiency anemia, endometritis, fever, nausea, vomiting, irritable bowel syndrome and pain. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one") and was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinarytract/vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and diarrhoea ("diarrhea"). In 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), cystitis interstitial ("interstitial cystitis") with bladder pain, fungal infection ("yeast infections"), reproductive tract disorder ("reproductive system disorder"), myalgia ("myalgia/levator ani myalgia"), muscle spasms ("I feel th spasm coming on"), liver disorder ("my liver is really bad so I cant take it"), constipation ("constipation"), hyperhidrosis ("completely soaked head to toe"), blood loss anaemia ("I used to hemorrhage when I had essure . I was always anemic or low iron"), acne ("acne"), intervertebral disc protrusion ("herniated disc"), pelvic adhesions ("adhesions"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), pain in extremity ("leg pain"), hypoaesthesia ("numbness in leg"), peritoneal adhesions ("fused organs to peritoneum"), bacterial vaginosis ("bv"), anxiety ("anxiety"), post ablation tubal sterilisation syndrome ("post ablation tubal ligation syndrome"), incontinence ("incontinence"), vulvovaginal pain ("vaginal pain"), menstruation irregular ("cycle regularly irregular"), memory impairment ("problem with memory"), uterine adhesions ("uterus was so thin and fused to my abdominal wall"), arthralgia ("knee pain"), headache ("headache"), adnexa uteri pain ("ovary pain") and pelvic congestion ("pelvic congestion syndrome"), was found to have a pregnancy with contraceptive device ("8 week gestation uterus") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), hysterectomy on (B)(6) 2016, ablation, salpingectomy (bilateral removal of fallopian tubes),, hysterectomy and underwent ablation, hysteroscopy and d&c), cystoscopies and hydrodistention bladder biopsy. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, pelvic inflammatory disease, pregnancy with contraceptive device, urinary tract disorder, bladder disorder, weight increased, abdominal distension, feeling abnormal, fatigue, cystitis interstitial, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, weight fluctuation, reproductive tract disorder, myalgia, dyspepsia, diarrhoea, muscle spasms, liver disorder, constipation, hyperhidrosis, blood loss anaemia, intervertebral disc protrusion, pelvic adhesions, adenomyosis, endometriosis, pain in extremity, hypoaesthesia, peritoneal adhesions, uterine leiomyoma, bacterial vaginosis, post ablation tubal sterilisation syndrome, incontinence, vulvovaginal pain, menstruation irregular, memory impairment, uterine adhesions, arthralgia, headache, adnexa uteri pain and pelvic congestion outcome was unknown, the pelvic pain, alopecia, abdominal pain, vaginal infection, urinary tract infection and fungal infection had resolved and the acne and anxiety was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, abdominal pain, acne, adenomyosis, adnexa uteri pain, alopecia, anxiety, arthralgia, bacterial vaginosis, bladder disorder, blood loss anaemia, constipation, cystitis interstitial, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, headache, hyperhidrosis, hypoaesthesia, incontinence, intervertebral disc protrusion, liver disorder, memory impairment, menorrhagia, menstruation irregular, muscle spasms, myalgia, pain in extremity, pelvic adhesions, pelvic congestion, pelvic inflammatory disease, pelvic pain, peritoneal adhesions, post ablation tubal sterilisation syndrome, pregnancy with contraceptive device, reproductive tract disorder, urinary tract disorder, urinary tract infection, uterine adhesions, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media: memory impairment, uterine adhesions, arthralgia, headache, adnexa uteri pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: social media received reporter information was added. New event added pelvic congestion syndrome. 26 th& 27th follow up process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated tubes and uterus'), fallopian tube perforation ('perforated tubes and uterus'), pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)\heavy periods') and pelvic inflammatory disease ('pelvic inflammation') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine dilation and curettage on (B)(6) 2014, cystourethroscopy on (B)(6) 2012, bladder biopsy on (B)(6) 2012, d & c, diverticulosis, cholecystectomy and c-section (3-caesarean section). Surgical pathology report specimen: 1. Uterus, cervix, bilateral fallopian tubes final diagnosis (microscopic): uterus, hysterectomy - 1. Cervix- a. Normal cervical mucosa. B. Negative for dysplasia and malignancy, 2. Endometrium- a. Nonphysiologic pattern. B. Negative for hyperplasia or malignancy. 3. Myometrium- a. Normal myometrium. 4. Serosa- a. Normal serosal surface. 5. Fallopian tubes - complete cross section of normal fallopian tubes. Gross: the endometrial cavity has been partially obliterated and measures 2.1 x 0.5 x 0.2 cm. There is a 1.0 x 0.5 x 0.3 cm area of depression within the anterior lower uterine segment. The lumens of both tubes contain a coiled ligation wire which measure 2.0 cm in length each. The left tube also has 3 attached membranous cysts which range from 0.2 to 1.0 cm and which contain clear, watery fluid. Concurrent conditions included cystocele since 2016, rectocele since 2016, anxiety since 2016, herniated disc since 2015, adhesion, cystitis interstitial, iron deficiency anemia, endometritis, fever, nausea, vomiting, irritable bowel syndrome and pain. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one") and was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vaginal infection ("nfection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinarytract/vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and diarrhoea ("diarrhea"). In 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), cystitis interstitial ("interstital cystitis") with bladder pain, fungal infection ("yeast infections"), reproductive tract disorder ("reproductive system disorder"), myalgia ("myalgia/levator ani myalgia"), muscle spasms ("I feel th spasm coming on"), liver disorder ("my liver is really bad so I cant take it"), constipation ("constipation"), hyperhidrosis ("completely soaked head to toe"), blood loss anaemia ("I used to hemorrhage when I had essure . I was always anemic or low iron"), acne ("acne"), intervertebral disc protrusion ("herniated disc"), pelvic adhesions ("adhesions"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), pain in extremity ("leg pain"), hypoaesthesia ("numbness in leg"), peritoneal adhesions ("fused organs to peritonium"), bacterial vaginosis ("bv"), anxiety ("anxiety"), post ablation tubal sterilisation syndrome ("post ablation tubal ligation syndrome"), incontinence ("incontinence"), vulvovaginal pain ("vaginal pain"), menstruation irregular ("cycle regularly irregular"), memory impairment ("problem with memory"), uterine adhesions ("uterus was so thin and fused to my abdominal wall"), arthralgia ("knee pain"), headache ("headache"), adnexa uteri pain ("ovary pain"), pelvic congestion ("pelvic congestion syndrome") and mood swings ("mood swing"), was found to have a pregnancy with contraceptive device ("8 week gestation uterus") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), hysterectomy on (B)(6) 2016, ablation, salpingectomy (bilateral removal of fallopian tubes),, hysterectomy and underwent ablation, hysteroscopy and d&c), cystoscopies and hydrodistention bladder biopsy. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, pelvic inflammatory disease, pregnancy with contraceptive device, urinary tract disorder, bladder disorder, weight increased, abdominal distension, feeling abnormal, fatigue, cystitis interstitial, female sexual dysfunction, dysmenorrhoea, vaginal discharge, weight fluctuation, reproductive tract disorder, myalgia, dyspepsia, diarrhoea, muscle spasms, liver disorder, constipation, hyperhidrosis, blood loss anaemia, pelvic adhesions, adenomyosis, endometriosis, pain in extremity, hypoaesthesia, peritoneal adhesions, uterine leiomyoma, bacterial vaginosis, post ablation tubal sterilisation syndrome, incontinence, vulvovaginal pain, menstruation irregular, memory impairment, uterine adhesions, arthralgia, headache, adnexa uteri pain and pelvic congestion outcome was unknown, the pelvic pain, alopecia, abdominal pain, vaginal infection, urinary tract infection, fungal infection, intervertebral disc protrusion and mood swings had resolved and the dyspareunia, acne and anxiety was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, abdominal pain, acne, adenomyosis, adnexa uteri pain, alopecia, anxiety, arthralgia, bacterial vaginosis, bladder disorder, blood loss anaemia, constipation, cystitis interstitial, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, headache, hyperhidrosis, hypoaesthesia, incontinence, intervertebral disc protrusion, liver disorder, memory impairment, menorrhagia, menstruation irregular, mood swings, muscle spasms, myalgia, pain in extremity, pelvic adhesions, pelvic congestion, pelvic inflammatory disease, pelvic pain, peritoneal adhesions, post ablation tubal sterilisation syndrome, pregnancy with contraceptive device, reproductive tract disorder, urinary tract disorder, urinary tract infection, uterine adhesions, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media: memory impairment, uterine adhesions, arthralgia, headache, adnexa uteri pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: social media received. Event: herniated disc outcome were updated to recovered and painful sexual intercourse were updated to recovering. New event mood swing added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated tubes and uterus'), fallopian tube perforation ('perforated tubes and uterus'), pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)\heavy periods\my periods lasted 15-20 days each month/15 day period'), pelvic inflammatory disease ('pelvic inflammation') and spinal fusion surgery ('spinal fusion surgery') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine dilation and curettage on (B)(6) 2014, cystourethroscopy on (B)(6) 2012, bladder biopsy on (B)(6) 2012, d & c, diverticulosis, cholecystectomy, c-section (3-caesarean section) and parity 3. Surgical pathology report specimen: 1. Uterus, cervix, bilateral fallopian tubes final diagnosis (microscopic): uterus, hysterectomy. 1. Cervix- a. Normal cervical mucosa. B. Negative for dysplasia and malignancy, 2. Endometrium- a. Nonphysiologic pattern. B. Negative for hyperplasia or malignancy. 3. Myometrium- a. Normal myometrium. 4. Serosa a. Normal serosal surface. 5. Fallopian tubes - complete cross section of normal fallopian tubes. Gross: the endometrial cavity has been partially obliterated and measures 2.1 x 0.5 x 0.2 cm. There is a 1.0 x 0.5 x 0.3 cm area of depression within the anterior lower uterine segment. The lumens of both tubes contain a coiled ligation wire which measure 2.0 cm in length each. The left tube also has 3 attached membranous cysts which range from 0.2 to 1.0 cm and which contain clear, watery fluid. Concurrent conditions included cystocele since 2016, rectocele since 2016, anxiety since 2016, herniated disc since 2015, adhesion, cystitis interstitial, iron deficiency anemia, endometritis, fever, nausea, vomiting, irritable bowel syndrome and pain. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one") and was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder pain ("bladder or urinary problems or changes: bladder pain"), vaginal infection ("nfection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and diarrhoea ("diarrhea"). In 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/fighting the belly bloat always "), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain / belly pain"), cystitis interstitial ("interstital cystitis") with bladder pain, fungal infection ("yeast infections"), reproductive tract disorder ("reproductive system disorder"), myalgia ("myalgia/levator ani myalgia"), muscle spasms ("I feel th spasm coming on"), liver disorder ("my liver is really bad so I cant take it"), constipation ("constipation"), hyperhidrosis ("completely soaked head to toe"), blood loss anaemia ("I used to hemorrhage when I had essure . I was always anemic or low iron"), acne ("acne"), intervertebral disc protrusion ("herniated disc"), pelvic adhesions ("adhesions"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), pain in extremity ("leg pain"), hypoaesthesia ("numbness in leg"), peritoneal adhesions ("fused organs to peritonium"), bacterial vaginosis ("bv"), anxiety ("anxiety"), post ablation tubal sterilisation syndrome ("post ablation tubal ligation syndrome"), urinary incontinence ("my bladder is fused to my uterus. I leak badly "), vulvovaginal pain ("vaginal pain"), menstruation irregular ("cycle regularly irregular"), memory impairment ("problem with memory"), uterine adhesions ("uterus was so thin and fused to my abdominal wall/I had adhesion upto my liver, my uterus fused to my abdominal wall, in turn also fused to my intestines, bladder, and my uterus, tubes, and cervix fused to each other"), arthralgia ("knee pain"), headache ("headache"), adnexa uteri pain ("ovary pain"), pelvic congestion ("pelvic congestion syndrome"), mood swings ("mood swing"), coeliac disease ("celiac disease"), hidradenitis ("hidradenitis suppurativa"), colitis ulcerative ("ulcerative colitis"), fibromyalgia ("fibromyalgia"), ocular rosacea ("ocular rosacea"), osteopenia ("osteopenia"), fistula ("fistulas from armpits that go into the breasts causing too many cysts"), breast cyst ("fistulas from armpits that go into the breasts causing too many cysts"), intervertebral disc degeneration ("disk degenerative disease"), genital haemorrhage ("bleeding never stopped"), abdominal pain lower ("painful cramps"), muscle contractions involuntary ("the labor like contraction once that knocked you off your feet"), incontinence ("incontinence") and iron deficiency anaemia ("anemic or low iron"), was found to have a pregnancy with contraceptive device ("8 week gestation uterus"), was found to have uterine leiomyoma ("fibroids") and underwent spinal fusion surgery (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), except ovaries, hysterectomy on (B)(6) 2016, ablation, salpingectomy (bilateral removal of fallopian tubes),, hysterectomy and underwent ablation, hysteroscopy and d&c), cystoscopies and hydrodistention bladder biopsy. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, pelvic inflammatory disease, pregnancy with contraceptive device, urinary tract disorder, weight increased, abdominal distension, feeling abnormal, fatigue, cystitis interstitial, female sexual dysfunction, dysmenorrhoea, vaginal discharge, weight fluctuation, reproductive tract disorder, myalgia, dyspepsia, diarrhoea, muscle spasms, liver disorder, constipation, hyperhidrosis, blood loss anaemia, pelvic adhesions, adenomyosis, endometriosis, pain in extremity, hypoaesthesia, peritoneal adhesions, uterine leiomyoma, bacterial vaginosis, urinary incontinence, vulvovaginal pain, menstruation irregular, memory impairment, uterine adhesions, arthralgia, headache, adnexa uteri pain, pelvic congestion, coeliac disease, hidradenitis, colitis ulcerative, fibromyalgia, ocular rosacea, osteopenia, fistula, breast cyst, intervertebral disc degeneration, spinal fusion surgery, genital haemorrhage, abdominal pain lower, muscle contractions involuntary, incontinence and iron deficiency anaemia outcome was unknown, the pelvic pain, bladder pain, alopecia, abdominal pain, vaginal infection, urinary tract infection, fungal infection, intervertebral disc protrusion and mood swings had resolved, the dyspareunia, acne and anxiety was resolving and the post ablation tubal sterilisation syndrome had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, adnexa uteri pain, alopecia, anxiety, arthralgia, bacterial vaginosis, bladder pain, blood loss anaemia, breast cyst, coeliac disease, colitis ulcerative, constipation, cystitis interstitial, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, fistula, fungal infection, genital haemorrhage, headache, hidradenitis, hyperhidrosis, hypoaesthesia, incontinence, intervertebral disc degeneration, intervertebral disc protrusion, iron deficiency anaemia, liver disorder, memory impairment, menorrhagia, menstruation irregular, mood swings, muscle contractions involuntary, muscle spasms, myalgia, ocular rosacea, osteopenia, pain in extremity, pelvic adhesions, pelvic congestion, pelvic inflammatory disease, pelvic pain, peritoneal adhesions, post ablation tubal sterilisation syndrome, pregnancy with contraceptive device, reproductive tract disorder, spinal fusion surgery, urinary incontinence, urinary tract disorder, urinary tract infection, uterine adhesions, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: in 2012 she went in to the doctor that implanted for 3rd time. The bleeding never stopped, the ablation failed. Her adhesions near her liver caused her peritoneal lining to shrivel up so doctor cut it off and stitched it and closed. Because had ablation patient not recommended hsg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media: memory impairment, uterine adhesions, arthralgia, headache, adnexa uteri pain, pelvic pain, dysmenorrhea, genital hemorrhage, menstruation irregular, alopecia, abdominal distension, adhesion, post ablation tubal sterilisation syndrome. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: this is retention case. All the relevant information from duplicate deletion cases (B)(4)) (legacy device report num 2951250-2019-03301) , (B)(4) (137897 legacy device report num 2951250-2019-04194) and (B)(4) has been transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated tubes and uterus'), fallopian tube perforation ('perforated tubes and uterus'), pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)\heavy periods'), pelvic inflammatory disease ('pelvic inflammation'), urinary tract disorder ('bladder or urinary problems or changes') and bladder disorder ('bladder or urinary problems or changes') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage on (B)(6) 2014, cystourethroscopy on (B)(6) 2012, bladder biopsy on (B)(6) 2012, d & c, diverticulosis, cholecystectomy and c-section (3-caesarean section). Surgical pathology report specimen: 1. Uterus, cervix, bilateral fallopian tubes, final diagnosis (microscopic): uterus, hysterectomy - 1. Cervix- a. Normal cervical mucosa. B. Negative for dysplasia and malignancy, 2. Endometrium- a. Nonphysiologic pattern. B. Negative for hyperplasia or malignancy. 3. Myometrium- a. Normal myometrium. 4. Serosa a. Normal serosal surface. 5. Fallopian tubes - complete cross section of normal fallopian tubes. Gross: the endometrial cavity has been partially obliterated and measures 2.1 x 0.5 x 0.2 cm. There is a 1.0 x 0.5 x 0.3 cm area of depression within the anterior lower uterine segment. The lumens of both tubes contain a coiled ligation wire which measure 2.0 cm in length each. The left tube also has 3 attached membranous cysts which range from 0.2 to 1.0 cm and which contain clear, watery fluid. Concurrent conditions included cystocele since 2016, rectocele since 2016, anxiety since 2016, herniated disc since 2015, adhesion, cystitis interstitial, iron deficiency anemia, endometritis, fever, nausea, vomiting, irritable bowel syndrome and pain. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one") and was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract disorder (seriousness criterion medically significant), bladder disorder (seriousness criterion medically significant), vaginal infection ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and diarrhoea ("diarrhea"). In 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), cystitis interstitial ("interstitial cystitis") with bladder pain, fungal infection ("yeast infections"), reproductive tract disorder ("reproductive system disorder"), myalgia ("myalgia/levator ani myalgia"), muscle spasms ("I feel the spasm coming on"), liver disorder ("my liver is really bad so I cant take it"), constipation ("constipation"), hyperhidrosis ("completely soaked head to toe"), blood loss anaemia ("I used to hemorrhage when I had essure . I was always anemic or low iron"), acne ("acne"), intervertebral disc protrusion ("herniated disc"), pelvic adhesions ("adhesions"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), pain in extremity ("leg pain"), hypoaesthesia ("numbness in leg"), peritoneal adhesions ("fused organs to peritoneum"), bacterial vaginosis ("bv"), anxiety ("anxiety"), post ablation tubal sterilisation syndrome ("post ablation tubal ligation syndrome") and incontinence ("incontinence") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), ablation, hysteroscopy and d&c), cystoscopies and hydrodistention bladder biopsy. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, pelvic inflammatory disease, urinary tract disorder, bladder disorder, weight increased, abdominal distension, feeling abnormal, fatigue, cystitis interstitial, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, weight fluctuation, reproductive tract disorder, myalgia, dyspepsia, diarrhoea, muscle spasms, liver disorder, constipation, hyperhidrosis, blood loss anaemia, intervertebral disc protrusion, pelvic adhesions, adenomyosis, endometriosis, pain in extremity, hypoaesthesia, peritoneal adhesions, uterine leiomyoma, bacterial vaginosis, post ablation tubal sterilisation syndrome and incontinence outcome was unknown, the pelvic pain, alopecia, abdominal pain, vaginal infection, urinary tract infection and fungal infection had resolved and the acne and anxiety was resolving. The reporter considered abdominal distension, abdominal pain, acne, adenomyosis, alopecia, anxiety, bacterial vaginosis, bladder disorder, blood loss anaemia, constipation, cystitis interstitial, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, hyperhidrosis, hypoaesthesia, incontinence, intervertebral disc protrusion, liver disorder, menorrhagia, muscle spasms, myalgia, pain in extremity, pelvic adhesions, pelvic inflammatory disease, pelvic pain, peritoneal adhesions, post ablation tubal sterilisation syndrome, reproductive tract disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media- muscle spasms, bladder pain, liver disorder. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-jan-2020: social media received. Event: perforated tube ,anxiety, bacterial vaginosis,post ablation tubal ligation syndrome ,incontinence and fibroids were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated tubes and uterus'), fallopian tube perforation ('perforated tubes and uterus/they have migrated'), pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)\ heavy periods\my periods lasted 15-20 days each month/15 day period'), pelvic inflammatory disease ('pelvic inflammation') and spinal fusion surgery ('spinal fusion surgery') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine dilation and curettage on (B)(6) 2014, cystourethroscopy on (B)(6) 2012, bladder biopsy on (B)(6) 2012, d & c, diverticulosis, cholecystectomy, c-section (3-caesarean section) and parity 3. Surgical pathology report specimen: 1. Uterus, cervix, bilateral fallopian tubes final diagnosis (microscopic): uterus, hysterectomy - 1. Cervix- a. Normal cervical mucosa. B. Negative for dysplasia and malignancy, 2. Endometrium- a. Nonphysiologic pattern. B. Negative for hyperplasia or malignancy. 3. Myometrium- a. Normal myometrium. 4. Serosa a. Normal serosal surface. 5. Fallopian tubes - complete cross section of normal fallopian tubes. Gross: the endometrial cavity has been partially obliterated and measures 2.1 x 0.5 x 0.2 cm. There is a 1.0 x 0.5 x 0.3 cm area of depression within the anterior lower uterine segment. The lumens of both tubes contain a coiled ligation wire which measure 2.0 cm in length each. The left tube also has 3 attached membranous cysts which range from 0.2 to 1.0 cm and which contain clear, watery fluid. Concurrent conditions included cystocele since 2016, rectocele since 2016, anxiety since 2016, herniated disc since 2015, adhesion, cystitis interstitial, iron deficiency anemia, endometritis, fever, nausea, vomiting, irritable bowel syndrome and pain. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one") and was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder pain ("bladder or urinary problems or changes: bladder pain"), vaginal infection ("nfection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinarytract/vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and diarrhoea ("diarrhea"). In 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/fighting the belly bloat always "), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain / belly pain"), cystitis interstitial ("interstital cystitis"), fungal infection ("yeast infections"), reproductive tract disorder ("reproductive system disorder"), myalgia ("myalgia/levator ani myalgia"), muscle spasms ("I feel th spasm coming on"), liver disorder ("my liver is really bad so I cant take it"), constipation ("constipation"), hyperhidrosis ("completely soaked head to toe"), iron deficiency anaemia ("I used to hemorrage when I had wssure . I was always anemic or low iron"), acne ("acne"), intervertebral disc protrusion ("herniated disc/back issues/mine is right on my lower lumber"), pelvic adhesions ("adhesions"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), pain in extremity ("leg pain"), hypoaesthesia ("numbness in leg"), peritoneal adhesions ("fused organs to peritonium"), bacterial vaginosis ("bv"), anxiety ("anxiety"), post ablation tubal sterilisation syndrome ("post ablation tubal ligation syndrome"), urinary incontinence ("my bladder is fused to my uterus. I leak badly "), vulvovaginal pain ("vaginal pain"), menstruation irregular ("cycle regularly irregular"), memory impairment ("problem eith memory"), uterine adhesions ("uterus was so thin and fused to my abdominal wall/I had adhesion upto my liver, my uterus fused to my abdominal wall, in turn also fused to my intestines, bladder, and my uterus, tubes, and cervix fused to each other"), arthralgia ("knee pain"), headache ("headache"), adnexa uteri pain ("ovary pain"), pelvic congestion ("pelvic congestion syndrome"), mood swings ("mood swing"), coeliac disease ("celiac disease"), hidradenitis ("hidradenitis suppurativa"), colitis ulcerative ("ulcerative colitis"), fibromyalgia ("fibromyalgia"), ocular rosacea ("ocular rosacea"), osteopenia ("osteopenia"), fistula ("fistulas from armpits that go into the breasts causing too many cysts"), breast cyst ("fistulas from armpits that go into the breasts causing too many cysts"), intervertebral disc degeneration ("disk degenerative disease"), genital haemorrhage ("bleeding never stopped"), abdominal pain lower ("painful cramps"), muscle contractions involuntary ("the labor like contraction once that knocked you off your feet"), incontinence ("incontinence") and cyst rupture ("cyst was rupturing"), was found to have a pregnancy with contraceptive device ("8 week gestation uterus"), was found to have uterine leiomyoma ("fibroids") and underwent spinal fusion surgery (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), except ovaries, hysterectomy on (B)(6) 2016, ablation, salpingectomy (bilateral removal of fallopian tubes),, hysterectomy and underwent ablation, hysteroscopy and d&c), cystoscopies and hydrodistention bladder biopsy. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, pelvic inflammatory disease, pregnancy with contraceptive device, urinary tract disorder, weight increased, abdominal distension, feeling abnormal, fatigue, cystitis interstitial, female sexual dysfunction, dysmenorrhoea, vaginal discharge, weight fluctuation, reproductive tract disorder, myalgia, dyspepsia, diarrhoea, muscle spasms, liver disorder, constipation, hyperhidrosis, iron deficiency anaemia, pelvic adhesions, adenomyosis, endometriosis, pain in extremity, hypoaesthesia, peritoneal adhesions, uterine leiomyoma, bacterial vaginosis, urinary incontinence, vulvovaginal pain, menstruation irregular, memory impairment, uterine adhesions, arthralgia, headache, adnexa uteri pain, pelvic congestion, coeliac disease, hidradenitis, colitis ulcerative, fibromyalgia, ocular rosacea, osteopenia, fistula, breast cyst, intervertebral disc degeneration, spinal fusion surgery, genital haemorrhage, abdominal pain lower, muscle contractions involuntary, incontinence and cyst rupture outcome was unknown, the pelvic pain, bladder pain, alopecia, abdominal pain, vaginal infection, urinary tract infection, fungal infection, intervertebral disc protrusion and mood swings had resolved, the dyspareunia, acne and anxiety was resolving and the post ablation tubal sterilisation syndrome had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, adnexa uteri pain, alopecia, anxiety, arthralgia, bacterial vaginosis, bladder pain, breast cyst, coeliac disease, colitis ulcerative, constipation, cyst rupture, cystitis interstitial, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, fistula, fungal infection, genital haemorrhage, headache, hidradenitis, hyperhidrosis, hypoaesthesia, incontinence, intervertebral disc degeneration, intervertebral disc protrusion, iron deficiency anaemia, liver disorder, memory impairment, menorrhagia, menstruation irregular, mood swings, muscle contractions involuntary, muscle spasms, myalgia, ocular rosacea, osteopenia, pain in extremity, pelvic adhesions, pelvic congestion, pelvic inflammatory disease, pelvic pain, peritoneal adhesions, post ablation tubal sterilisation syndrome, pregnancy with contraceptive device, reproductive tract disorder, spinal fusion surgery, urinary incontinence, urinary tract disorder, urinary tract infection, uterine adhesions, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: in 2012 she went in to the doctor that impanted for 3rd time. The bleeding never stopped, the ablation failed. Her adhesions near her liver caused her peritoneal lining to shrivel up so doctor cut it off and stitched it and closed. Because had ablation patient not recommended hsg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media: memory impairment, uterine adhesions, arthralgia, headache, adnexa uteri pain, pelvic pain, dysmenorrhea, genital hemorrhage, menstruation irregular, alopecia, abdominal distension, adhesion, post ablation tubal sterilisation syndrome, cyst ruptured. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event cyst was rupturing added. On 20-mar-2020: fu37, 38, 39 processed together. On 20-mar-2020: fu37, 38, 39 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated tubes and uterus'), fallopian tube perforation ('perforated tubes and uterus/they have migrated'), pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)\heavy periods\my periods lasted 15-20 days each month/15 day period'), pelvic inflammatory disease ('pelvic inflammation') and spinal fusion surgery ('spinal fusion surgery') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine dilation and curettage on (B)(6) 2014, cystourethroscopy on (B)(6) 2012, bladder biopsy on (B)(6) 2012, d & c, diverticulosis, cholecystectomy, c-section (3-caesarean section) and parity 3. Surgical pathology report specimen: 1. Uterus, cervix, bilateral fallopian tubes final diagnosis (microscopic): uterus, hysterectomy - 1. Cervix- a. Normal cervical mucosa. B. Negative for dysplasia and malignancy, 2. Endometrium- a. Nonphysiologic pattern. B. Negative for hyperplasia or malignancy. 3. Myometrium- a. Normal myometrium. 4. Serosa a. Normal serosal surface. 5. Fallopian tubes - complete cross section of normal fallopian tubes. Gross: the endometrial cavity has been partially obliterated and measures 2.1 x 0.5 x 0.2 cm. There is a 1.0 x 0.5 x 0.3 cm area of depression within the anterior lower uterine segment. The lumens of both tubes contain a coiled ligation wire which measure 2.0 cm in length each. The left tube also has 3 attached membranous cysts which range from 0.2 to 1.0 cm and which contain clear, watery fluid. Concurrent conditions included cystocele since 2016, rectocele since 2016, anxiety since 2016, herniated disc since 2015, adhesion, cystitis interstitial, iron deficiency anemia, endometritis, fever, nausea, vomiting, irritable bowel syndrome and pain. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one") and was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder pain ("bladder or urinary problems or changes: bladder pain"), vaginal infection ("nfection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinarytract/vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and diarrhoea ("diarrhea"). In 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/fighting the belly bloat always "), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain / belly pain"), cystitis interstitial ("interstital cystitis"), fungal infection ("yeast infections"), reproductive tract disorder ("reproductive system disorder"), myalgia ("myalgia/levator ani myalgia"), muscle spasms ("I feel th spasm coming on"), liver disorder ("my liver is really bad so I cant take it"), constipation ("constipation"), hyperhidrosis ("completely soaked head to toe"), iron deficiency anaemia ("I used to hemorrage when I had wssure . I was always anemic or low iron"), acne ("acne"), intervertebral disc protrusion ("herniated disc/back issues/mine is right on my lower lumber"), pelvic adhesions ("adhesions"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), pain in extremity ("leg pain"), hypoaesthesia ("numbness in leg"), peritoneal adhesions ("fused organs to peritonium"), bacterial vaginosis ("bv"), anxiety ("anxiety"), post ablation tubal sterilisation syndrome ("post ablation tubal ligation syndrome"), urinary incontinence ("my bladder is fused to my uterus. I leak badly "), vulvovaginal pain ("vaginal pain"), menstruation irregular ("cycle regularly irregular"), memory impairment ("problem eith memory"), uterine adhesions ("uterus was so thin and fused to my abdominal wall/I had adhesion upto my liver, my uterus fused to my abdominal wall, in turn also fused to my intestines, bladder, and my uterus, tubes, and cervix fused to each other"), arthralgia ("knee pain"), headache ("headache"), adnexa uteri pain ("ovary pain"), pelvic congestion ("pelvic congestion syndrome"), mood swings ("mood swing"), coeliac disease ("celiac disease"), hidradenitis ("hidradenitis suppurativa"), colitis ulcerative ("ulcerative colitis"), fibromyalgia ("fibromyalgia"), ocular rosacea ("ocular rosacea"), osteopenia ("osteopenia"), fistula ("fistulas from armpits that go into the breasts causing too many cysts"), breast cyst ("fistulas from armpits that go into the breasts causing too many cysts"), intervertebral disc degeneration ("disk degenerative disease"), genital haemorrhage ("bleeding never stopped"), abdominal pain lower ("painful cramps"), muscle contractions involuntary ("the labor like contraction once that knocked you off your feet"), incontinence ("incontinence") and cyst rupture ("cyst was rupturing"), was found to have a pregnancy with contraceptive device ("8 week gestation uterus"), was found to have uterine leiomyoma ("fibroids") and blood urine present ("blood in urine") and underwent spinal fusion surgery (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), except ovaries, hysterectomy on (B)(6) 2016, ablation, salpingectomy (bilateral removal of fallopian tubes),, hysterectomy and underwent ablation, hysteroscopy and d&c), cystoscopies and hydrodistention bladder biopsy. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, pelvic inflammatory disease, pregnancy with contraceptive device, urinary tract disorder, weight increased, abdominal distension, feeling abnormal, fatigue, cystitis interstitial, female sexual dysfunction, dysmenorrhoea, vaginal discharge, weight fluctuation, reproductive tract disorder, myalgia, dyspepsia, diarrhoea, muscle spasms, liver disorder, constipation, hyperhidrosis, iron deficiency anaemia, pelvic adhesions, adenomyosis, endometriosis, pain in extremity, hypoaesthesia, peritoneal adhesions, uterine leiomyoma, bacterial vaginosis, urinary incontinence, vulvovaginal pain, menstruation irregular, memory impairment, uterine adhesions, arthralgia, headache, adnexa uteri pain, pelvic congestion, coeliac disease, hidradenitis, colitis ulcerative, fibromyalgia, ocular rosacea, osteopenia, fistula, breast cyst, intervertebral disc degeneration, spinal fusion surgery, genital haemorrhage, abdominal pain lower, muscle contractions involuntary, incontinence, cyst rupture and blood urine present outcome was unknown, the pelvic pain, bladder pain, alopecia, abdominal pain, vaginal infection, urinary tract infection, fungal infection, intervertebral disc protrusion and mood swings had resolved, the dyspareunia, acne and anxiety was resolving and the post ablation tubal sterilisation syndrome had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, adnexa uteri pain, alopecia, anxiety, arthralgia, bacterial vaginosis, bladder pain, blood urine present, breast cyst, coeliac disease, colitis ulcerative, constipation, cyst rupture, cystitis interstitial, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, fistula, fungal infection, genital haemorrhage, headache, hidradenitis, hyperhidrosis, hypoaesthesia, incontinence, intervertebral disc degeneration, intervertebral disc protrusion, iron deficiency anaemia, liver disorder, memory impairment, menorrhagia, menstruation irregular, mood swings, muscle contractions involuntary, muscle spasms, myalgia, ocular rosacea, osteopenia, pain in extremity, pelvic adhesions, pelvic congestion, pelvic inflammatory disease, pelvic pain, peritoneal adhesions, post ablation tubal sterilisation syndrome, pregnancy with contraceptive device, reproductive tract disorder, spinal fusion surgery, urinary incontinence, urinary tract disorder, urinary tract infection, uterine adhesions, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: in 2012 she went in to the doctor that impanted for 3rd time. The bleeding never stopped, the ablation failed. Her adhesions near her liver caused her peritoneal lining to shrivel up so doctor cut it off and stitched it and closed. Because had ablation patient not recommended hsg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media: memory impairment, uterine adhesions, arthralgia, headache, adnexa uteri pain, pelvic pain, dysmenorrhea, genital hemorrhage, menstruation irregular, alopecia, abdominal distension, adhesion, post ablation tubal sterilisation syndrome, cyst ruptured, blood in urine quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added. Event: blood in urine were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated tubes and uterus'), fallopian tube perforation ('perforated tubes and uterus'), pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)\heavy periods') and pelvic inflammatory disease ('pelvic inflammation') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage on (B)(6) 2014, cystourethroscopy on (B)(6) 2012, bladder biopsy on (B)(6) 2012, d & c, diverticulosis, cholecystectomy and c-section (3-caesarean section). Surgical pathology report specimen: 1. Uterus, cervix, bilateral fallopian tubes. Final diagnosis (microscopic): uterus, hysterectomy - 1. Cervix- a. Normal cervical mucosa. B. Negative for dysplasia and malignancy, 2. Endometrium- a. Nonphysiologic pattern. B. Negative for hyperplasia or malignancy. 3. Myometrium- a. Normal myometrium. 4. Serosa a. Normal serosal surface. 5. Fallopian tubes - complete cross section of normal fallopian tubes. Gross: the endometrial cavity has been partially obliterated and measures 2.1 x 0.5 x 0.2 cm. There is a 1.0 x 0.5 x 0.3 cm area of depression within the anterior lower uterine segment. The lumens of both tubes contain a coiled ligation wire which measure 2.0 cm in length each. The left tube also has 3 attached membranous cysts which range from 0.2 to 1.0 cm and which contain clear, watery fluid. Concurrent conditions included cystocele since 2016, rectocele since 2016, anxiety since 2016, herniated disc since 2015, adhesion, cystitis interstitial, iron deficiency anemia, endometritis, fever, nausea, vomiting, irritable bowel syndrome and pain. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one") and was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and diarrhoea ("diarrhea"). In 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), cystitis interstitial ("interstitial cystitis") with bladder pain, fungal infection ("yeast infections"), reproductive tract disorder ("reproductive system disorder"), myalgia ("myalgia/levator ani myalgia"), muscle spasms ("I feel th spasm coming on"), liver disorder ("my liver is really bad so I cant take it"), constipation ("constipation"), hyperhidrosis ("completely soaked head to toe"), blood loss anaemia ("I used to hemorrhage when I had essure . I was always anemic or low iron"), acne ("acne"), intervertebral disc protrusion ("herniated disc"), pelvic adhesions ("adhesions"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), pain in extremity ("leg pain"), hypoaesthesia ("numbness in leg"), peritoneal adhesions ("fused organs to peritoneum"), bacterial vaginosis ("bv"), anxiety ("anxiety"), post ablation tubal sterilisation syndrome ("post ablation tubal ligation syndrome"), incontinence ("incontinence"), vulvovaginal pain ("vaginal pain") and menstruation irregular ("cycle regularly irregular") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), hysterectomy on (B)(6) 2016, ablation, salpingectomy (bilateral removal of fallopian tubes),, hysterectomy and underwent ablation, hysteroscopy and d&c), cystoscopies and hydrodistention bladder biopsy. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, pelvic inflammatory disease, urinary tract disorder, bladder disorder, weight increased, abdominal distension, feeling abnormal, fatigue, cystitis interstitial, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, weight fluctuation, reproductive tract disorder, myalgia, dyspepsia, diarrhoea, muscle spasms, liver disorder, constipation, hyperhidrosis, blood loss anaemia, intervertebral disc protrusion, pelvic adhesions, adenomyosis, endometriosis, pain in extremity, hypoaesthesia, peritoneal adhesions, uterine leiomyoma, bacterial vaginosis, post ablation tubal sterilisation syndrome, incontinence, vulvovaginal pain and menstruation irregular outcome was unknown, the pelvic pain, alopecia, abdominal pain, vaginal infection, urinary tract infection and fungal infection had resolved and the acne and anxiety was resolving. The reporter considered abdominal distension, abdominal pain, acne, adenomyosis, alopecia, anxiety, bacterial vaginosis, bladder disorder, blood loss anaemia, constipation, cystitis interstitial, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, hyperhidrosis, hypoaesthesia, incontinence, intervertebral disc protrusion, liver disorder, menorrhagia, menstruation irregular, muscle spasms, myalgia, pain in extremity, pelvic adhesions, pelvic inflammatory disease, pelvic pain, peritoneal adhesions, post ablation tubal sterilisation syndrome, reproductive tract disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received: newly added events- vaginal pain, irregular menstrual cycle reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated tubes and uterus'), fallopian tube perforation ('perforated tubes and uterus'), pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)\heavy periods') and pelvic inflammatory disease ('pelvic inflammation') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine dilation and curettage on (B)(6)2014, cystourethroscopy on (B)(6)2012, bladder biopsy on (B)(6)2012, d & c, diverticulosis, cholecystectomy and c-section (3-caesarean section). Surgical pathology report specimen: 1. Uterus, cervix, bilateral fallopian tubes. Final diagnosis (microscopic): uterus, hysterectomy - cervix- normal cervical mucosa, negative for dysplasia and malignancy. Endometrium- nonphysiologic pattern, negative for hyperplasia or malignancy. Myometrium- normal myometrium. Serosa, normal serosal surface. Fallopian tubes - complete cross section of normal fallopian tubes. Gross: the endometrial cavity has been partially obliterated and measures 2.1 x 0.5 x 0.2 cm. There is a 1.0 x 0.5 x 0.3 cm area of depression within the anterior lower uterine segment. The lumens of both tubes contain a coiled ligation wire which measure 2.0 cm in length each. The left tube also has 3 attached membranous cysts which range from 0.2 to 1.0 cm and which contain clear, watery fluid. Concurrent conditions included cystocele since 2016, rectocele since 2016, anxiety since 2016, herniated disc since 2015, adhesion, cystitis interstitial, iron deficiency anemia, endometritis, fever, nausea, vomiting, irritable bowel syndrome and pain. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6)2009 for birth control. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one") and was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinarytract/vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and diarrhoea ("diarrhea"). In 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), cystitis interstitial ("interstital cystitis") with bladder pain, fungal infection ("yeast infections"), reproductive tract disorder ("reproductive system disorder"), myalgia ("myalgia/levator ani myalgia"), muscle spasms ("I feel th spasm coming on"), liver disorder ("my liver is really bad so I cant take it"), constipation ("constipation"), hyperhidrosis ("completely soaked head to toe"), blood loss anaemia ("I used to hemorrhage when I had essure . I was always anemic or low iron"), acne ("acne"), intervertebral disc protrusion ("herniated disc"), pelvic adhesions ("adhesions"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), pain in extremity ("leg pain"), hypoaesthesia ("numbness in leg"), peritoneal adhesions ("fused organs to peritoneum"), bacterial vaginosis ("bv"), anxiety ("anxiety"), post ablation tubal sterilisation syndrome ("post ablation tubal ligation syndrome"), incontinence ("incontinence"), vulvovaginal pain ("vaginal pain"), menstruation irregular ("cycle regularly irregular"), memory impairment ("problem with memory"), uterine adhesions ("uterus was so thin and fused to my abdominal wall"), arthralgia ("knee pain"), headache ("headache") and adnexa uteri pain ("ovary pain"), was found to have a pregnancy with contraceptive device ("8 week gestation uterus") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), hysterectomy on (B)(6)2016, ablation, salpingectomy (bilateral removal of fallopian tubes), hysterectomy and underwent ablation, hysteroscopy and d&c), cystoscopies and hydrodistention bladder biopsy. Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, pelvic inflammatory disease, pregnancy with contraceptive device, urinary tract disorder, bladder disorder, weight increased, abdominal distension, feeling abnormal, fatigue, cystitis interstitial, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, weight fluctuation, reproductive tract disorder, myalgia, dyspepsia, diarrhoea, muscle spasms, liver disorder, constipation, hyperhidrosis, blood loss anaemia, intervertebral disc protrusion, pelvic adhesions, adenomyosis, endometriosis, pain in extremity, hypoaesthesia, peritoneal adhesions, uterine leiomyoma, bacterial vaginosis, post ablation tubal sterilisation syndrome, incontinence, vulvovaginal pain, menstruation irregular, memory impairment, uterine adhesions, arthralgia, headache and adnexa uteri pain outcome was unknown, the pelvic pain, alopecia, abdominal pain, vaginal infection, urinary tract infection and fungal infection had resolved and the acne and anxiety was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, abdominal pain, acne, adenomyosis, adnexa uteri pain, alopecia, anxiety, arthralgia, bacterial vaginosis, bladder disorder, blood loss anaemia, constipation, cystitis interstitial, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, headache, hyperhidrosis, hypoaesthesia, incontinence, intervertebral disc protrusion, liver disorder, memory impairment, menorrhagia, menstruation irregular, muscle spasms, myalgia, pain in extremity, pelvic adhesions, pelvic inflammatory disease, pelvic pain, peritoneal adhesions, post ablation tubal sterilisation syndrome, pregnancy with contraceptive device, reproductive tract disorder, urinary tract disorder, urinary tract infection, uterine adhesions, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion; on (B)(6)2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media: memory impairment, uterine adhesions, arthralgia, headache, adnexa uteri pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-feb-2020: social media received- new event problem with memory, uterus was so thin and fused to my abdominal wall, knee pain, headache, ovary pain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated tubes and uterus'), fallopian tube perforation ('perforated tubes and uterus'), pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)\heavy periods\my periods lasted 15-20 days each month'), pelvic inflammatory disease ('pelvic inflammation') and spinal fusion surgery ('spinal fusion surgery') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine dilation and curettage on (B)(6) 2014, cystourethroscopy on (B)(6) 2012, bladder biopsy on (B)(6) 2012, d & c, diverticulosis, cholecystectomy, c-section (3-caesarean section) and parity 3. Surgical pathology report specimen: 1. Uterus, cervix, bilateral fallopian tubes final diagnosis (microscopic): uterus, hysterectomy - 1. Cervix- a. Normal cervical mucosa. B. Negative for dysplasia and malignancy, 2. Endometrium- a. Nonphysiologic pattern. B. Negative for hyperplasia or malignancy. 3. Myometrium- a. Normal myometrium. 4. Serosa a. Normal serosal surface. 5. Fallopian tubes - complete cross section of normal fallopian tubes. Gross: the endometrial cavity has been partially obliterated and measures 2.1 x 0.5 x 0.2 cm. There is a 1.0 x 0.5 x 0.3 cm area of depression within the anterior lower uterine segment. The lumens of both tubes contain a coiled ligation wire which measure 2.0 cm in length each. The left tube also has 3 attached membranous cysts which range from 0.2 to 1.0 cm and which contain clear, watery fluid. Concurrent conditions included cystocele since 2016, rectocele since 2016, anxiety since 2016, herniated disc since 2015, adhesion, cystitis interstitial, iron deficiency anemia, endometritis, fever, nausea, vomiting, irritable bowel syndrome and pain. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one") and was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder pain ("bladder or urinary problems or changes: bladder pain"), vaginal infection ("nfection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and diarrhoea ("diarrhea"). In 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain / belly pain"), cystitis interstitial ("interstital cystitis") with bladder pain, fungal infection ("yeast infections"), reproductive tract disorder ("reproductive system disorder"), myalgia ("myalgia/levator ani myalgia"), muscle spasms ("I feel th spasm coming on"), liver disorder ("my liver is really bad so I cant take it"), constipation ("constipation"), hyperhidrosis ("completely soaked head to toe"), blood loss anaemia ("I used to hemorrhage when I had essure . I was always anemic or low iron"), acne ("acne"), intervertebral disc protrusion ("herniated disc"), pelvic adhesions ("adhesions"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), pain in extremity ("leg pain"), hypoaesthesia ("numbness in leg"), peritoneal adhesions ("fused organs to peritonium"), bacterial vaginosis ("bv"), anxiety ("anxiety"), post ablation tubal sterilisation syndrome ("post ablation tubal ligation syndrome"), incontinence ("incontinence"), vulvovaginal pain ("vaginal pain"), menstruation irregular ("cycle regularly irregular"), memory impairment ("problem with memory"), uterine adhesions ("uterus was so thin and fused to my abdominal wall"), arthralgia ("knee pain"), headache ("headache"), adnexa uteri pain ("ovary pain"), pelvic congestion ("pelvic congestion syndrome"), mood swings ("mood swing"), coeliac disease ("celiac disease"), hidradenitis ("hidradenitis suppurativa"), colitis ulcerative ("ulcerative colitis"), fibromyalgia ("fibromyalgia"), ocular rosacea ("ocular rosacea"), osteopenia ("osteopenia"), fistula ("fistulas from armpits that go into the breasts causing too many cysts"), breast cyst ("fistulas from armpits that go into the breasts causing too many cysts") and intervertebral disc degeneration ("disk degenerative disease"), was found to have a pregnancy with contraceptive device ("8 week gestation uterus"), was found to have uterine leiomyoma ("fibroids") and underwent spinal fusion surgery (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), except ovaries, hysterectomy on (B)(6) 2016, ablation, salpingectomy (bilateral removal of fallopian tubes),, hysterectomy and underwent ablation, hysteroscopy and d&c), cystoscopies and hydrodistention bladder biopsy. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, pelvic inflammatory disease, pregnancy with contraceptive device, urinary tract disorder, weight increased, abdominal distension, feeling abnormal, fatigue, cystitis interstitial, female sexual dysfunction, dysmenorrhoea, vaginal discharge, weight fluctuation, reproductive tract disorder, myalgia, dyspepsia, diarrhoea, muscle spasms, liver disorder, constipation, hyperhidrosis, blood loss anaemia, pelvic adhesions, adenomyosis, endometriosis, pain in extremity, hypoaesthesia, peritoneal adhesions, uterine leiomyoma, bacterial vaginosis, post ablation tubal sterilisation syndrome, incontinence, vulvovaginal pain, menstruation irregular, memory impairment, uterine adhesions, arthralgia, headache, adnexa uteri pain, pelvic congestion, coeliac disease, hidradenitis, colitis ulcerative, fibromyalgia, ocular rosacea, osteopenia, fistula, breast cyst, intervertebral disc degeneration and spinal fusion surgery outcome was unknown, the pelvic pain, bladder pain, alopecia, abdominal pain, vaginal infection, urinary tract infection, fungal infection, intervertebral disc protrusion and mood swings had resolved and the dyspareunia, acne and anxiety was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, abdominal pain, acne, adenomyosis, adnexa uteri pain, alopecia, anxiety, arthralgia, bacterial vaginosis, bladder pain, blood loss anaemia, breast cyst, coeliac disease, colitis ulcerative, constipation, cystitis interstitial, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, fistula, fungal infection, headache, hidradenitis, hyperhidrosis, hypoaesthesia, incontinence, intervertebral disc degeneration, intervertebral disc protrusion, liver disorder, memory impairment, menorrhagia, menstruation irregular, mood swings, muscle spasms, myalgia, ocular rosacea, osteopenia, pain in extremity, pelvic adhesions, pelvic congestion, pelvic inflammatory disease, pelvic pain, peritoneal adhesions, post ablation tubal sterilisation syndrome, pregnancy with contraceptive device, reproductive tract disorder, spinal fusion surgery, urinary tract disorder, urinary tract infection, uterine adhesions, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media: memory impairment, uterine adhesions, arthralgia, headache, adnexa uteri pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: content from social media received. Bladder problems was updated to bladder pain and its outcome was added. New events: celiac disease, hidradenitis suppurativa, ulcerative colitis, fibromyalgia, ocular rosacea, osteopenia, fistulas from armpits that go into the breasts causing too many cysts, disk degenerative disease and spinal fusion surgery were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated tubes and uterus'), fallopian tube perforation ('perforated tubes and uterus/they have migrated'), pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)\heavy periods\my periods lasted 15-20 days each month/15 day period'), pelvic inflammatory disease ('pelvic inflammation') and spinal fusion surgery ('spinal fusion surgery') in a 41-year-old female patient who had essure (batch no. 629301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine dilation and curettage on (B)(6) 2014, cystourethroscopy on (B)(6) 2012, bladder biopsy on (B)(6) 2012, d & c, diverticulosis, cholecystectomy, c-section (3-caesarean section), parity 3 and back pain. Surgical pathology report specimen: 1. Uterus, cervix, bilateral fallopian tubes final diagnosis (microscopic): uterus, hysterectomy - 1. Cervix- a. Normal cervical mucosa. B. Negative for dysplasia and malignancy, 2. Endometrium- a. Nonphysiologic pattern. B. Negative for hyperplasia or malignancy. 3. Myometrium- a. Normal myometrium. 4. Serosa a. Normal serosal surface. 5. Fallopian tubes - complete cross section of normal fallopian tubes. Gross: the endometrial cavity has been partially obliterated and measures 2.1 x 0.5 x 0.2 cm. There is a 1.0 x 0.5 x 0.3 cm area of depression within the anterior lower uterine segment. The lumens of both tubes contain a coiled ligation wire which measure 2.0 cm in length each. The left tube also has 3 attached membranous cysts which range from 0.2 to 1.0 cm and which contain clear, watery fluid. Concurrent conditions included cystocele since 2016, rectocele since 2016, anxiety since 2016, herniated disc since 2015, adhesion, cystitis interstitial, iron deficiency anemia, endometritis, fever, nausea, vomiting, irritable bowel syndrome and pain. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one") and was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder pain ("bladder or urinary problems or changes: bladder pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and diarrhoea ("diarrhea"). In 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/fighting the belly bloat always "), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain / belly pain"), cystitis interstitial ("interstitial cystitis"), fungal infection ("yeast infections"), reproductive tract disorder ("reproductive system disorder"), myalgia ("myalgia/levator ani myalgia"), muscle spasms ("I feel th spasm coming on"), liver disorder ("my liver is really bad so I cant take it"), constipation ("constipation"), hyperhidrosis ("completely soaked head to toe"), iron deficiency anaemia ("I used to hemorrhage when I had essure . I was always anemic or low iron"), acne ("acne"), intervertebral disc protrusion ("herniated disc/back issues/mine is right on my lower lumber"), pelvic adhesions ("adhesions"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), pain in extremity ("leg pain"), hypoaesthesia ("numbness in leg"), peritoneal adhesions ("fused organs to peritoneum"), bacterial vaginosis ("bv"), anxiety ("anxiety"), post ablation tubal sterilisation syndrome ("post ablation tubal ligation syndrome"), urinary incontinence ("my bladder is fused to my uterus. I leak badly "), vulvovaginal pain ("vaginal pain"), menstruation irregular ("cycle regularly irregular"), memory impairment ("problem with memory"), uterine adhesions ("uterus was so thin and fused to my abdominal wall/I had adhesion upto my liver, my uterus fused to my abdominal wall, in turn also fused to my intestines, bladder, and my uterus, tubes, and cervix fused to each other"), arthralgia ("knee pain"), headache ("headache"), adnexa uteri pain ("ovary pain"), pelvic congestion ("pelvic congestion syndrome"), mood swings ("mood swing"), coeliac disease ("celiac disease"), hidradenitis ("hidradenitis suppurativa"), colitis ulcerative ("ulcerative colitis"), fibromyalgia ("fibromyalgia"), ocular rosacea ("ocular rosacea"), osteopenia ("osteopenia"), fistula ("fistulas from armpits that go into the breasts causing too many cysts"), breast cyst ("fistulas from armpits that go into the breasts causing too many cysts"), intervertebral disc degeneration ("disk degenerative disease"), genital haemorrhage ("bleeding never stopped"), abdominal pain lower ("painful cramps"), muscle contractions involuntary ("the labor like contraction once that knocked you off your feet"), incontinence ("incontinence") and cyst rupture ("cyst was rupturing"), was found to have a pregnancy with contraceptive device ("8 week gestation uterus"), was found to have uterine leiomyoma ("fibroids") and blood urine present ("blood in urine") and underwent spinal fusion surgery (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), ablation), hysteroscopy and d&c), cystoscopies and hydrodistention bladder biopsy. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, pelvic inflammatory disease, pregnancy with contraceptive device, urinary tract disorder, weight increased, abdominal distension, feeling abnormal, fatigue, cystitis interstitial, female sexual dysfunction, dysmenorrhoea, vaginal discharge, weight fluctuation, reproductive tract disorder, myalgia, dyspepsia, diarrhoea, muscle spasms, liver disorder, constipation, hyperhidrosis, iron deficiency anaemia, pelvic adhesions, adenomyosis, endometriosis, pain in extremity, hypoaesthesia, peritoneal adhesions, uterine leiomyoma, bacterial vaginosis, urinary incontinence, vulvovaginal pain, menstruation irregular, memory impairment, uterine adhesions, arthralgia, headache, adnexa uteri pain, pelvic congestion, coeliac disease, hidradenitis, colitis ulcerative, fibromyalgia, ocular rosacea, osteopenia, fistula, breast cyst, intervertebral disc degeneration, spinal fusion surgery, genital haemorrhage, abdominal pain lower, muscle contractions involuntary, incontinence, cyst rupture and blood urine present outcome was unknown, the pelvic pain, bladder pain, alopecia, abdominal pain, vaginal infection, urinary tract infection, fungal infection, intervertebral disc protrusion and mood swings had resolved, the dyspareunia, acne and anxiety was resolving and the post ablation tubal sterilisation syndrome had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, adnexa uteri pain, alopecia, anxiety, arthralgia, bacterial vaginosis, bladder pain, blood urine present, breast cyst, coeliac disease, colitis ulcerative, constipation, cyst rupture, cystitis interstitial, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, fistula, fungal infection, genital haemorrhage, headache, hidradenitis, hyperhidrosis, hypoaesthesia, incontinence, intervertebral disc degeneration, intervertebral disc protrusion, iron deficiency anaemia, liver disorder, memory impairment, menorrhagia, menstruation irregular, mood swings, muscle contractions involuntary, muscle spasms, myalgia, ocular rosacea, osteopenia, pain in extremity, pelvic adhesions, pelvic congestion, pelvic inflammatory disease, pelvic pain, peritoneal adhesions, post ablation tubal sterilisation syndrome, pregnancy with contraceptive device, reproductive tract disorder, spinal fusion surgery, urinary incontinence, urinary tract disorder, urinary tract infection, uterine adhesions, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: in 2012 she went in to the doctor that implanted for 3rd time. The bleeding never stopped, the ablation failed. Her adhesions near her liver caused her peritoneal lining to shrivel up so doctor cut it off and stitched it and closed. Because had ablation patient not recommended hsg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media: memory impairment, uterine adhesions, arthralgia, headache, adnexa uteri pain, pelvic pain, dysmenorrhea, genital hemorrhage, menstruation irregular, alopecia, abdominal distension, adhesion, post ablation tubal sterilisation syndrome, cyst ruptured, blood in urine. Most recent follow-up information incorporated above includes: on 30-jul-2020: mr received : lot number added, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated tubes and uterus'), fallopian tube perforation ('perforated tubes and uterus/they have migrated'), pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)\heavy periods\my periods lasted 15-20 days each month/15 day period'), pelvic inflammatory disease ('pelvic inflammation') and spinal fusion surgery ('spinal fusion surgery') in a 41-year-old female patient who had essure (batch no. 629301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine dilation and curettage on (B)(6) 2014, cystourethroscopy on (B)(6) 2012, bladder biopsy on (B)(6) 2012, d & c, diverticulosis, cholecystectomy, c-section (3-caesarean section), parity 3 and back pain. Surgical pathology report specimen: 1. Uterus, cervix, bilateral fallopian tubes final diagnosis (microscopic): uterus, hysterectomy - 1. Cervix- a. Normal cervical mucosa. B. Negative for dysplasia and malignancy, 2. Endometrium- a. Nonphysiologic pattern. B. Negative for hyperplasia or malignancy. 3. Myometrium- a. Normal myometrium. 4. Serosa a. Normal serosal surface. 5. Fallopian tubes - complete cross section of normal fallopian tubes. Gross: the endometrial cavity has been partially obliterated and measures 2.1 x 0.5 x 0.2 cm. There is a 1.0 x 0.5 x 0.3 cm area of depression within the anterior lower uterine segment. The lumens of both tubes contain a coiled ligation wire which measure 2.0 cm in length each. The left tube also has 3 attached membranous cysts which range from 0.2 to 1.0 cm and which contain clear, watery fluid. Concurrent conditions included cystocele since 2016, rectocele since 2016, anxiety since 2016, herniated disc since 2015, adhesion, cystitis interstitial, iron deficiency anemia, endometritis, fever, nausea, vomiting, irritable bowel syndrome and pain. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one") and was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder pain ("bladder or urinary problems or changes: bladder pain"), vaginal infection ("nfection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinarytract/vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and diarrhoea ("diarrhea"). In 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/fighting the belly bloat always "), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain / belly pain"), cystitis interstitial ("interstital cystitis"), fungal infection ("yeast infections"), reproductive tract disorder ("reproductive system disorder"), myalgia ("myalgia/levator ani myalgia"), muscle spasms ("I feel th spasm coming on"), liver disorder ("my liver is really bad so I cant take it"), constipation ("constipation"), hyperhidrosis ("completely soaked head to toe"), iron deficiency anaemia ("I used to hemorrage when I had wssure . I was always anemic or low iron"), acne ("acne"), intervertebral disc protrusion ("herniated disc/back issues/mine is right on my lower lumber"), pelvic adhesions ("adhesions"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), pain in extremity ("leg pain"), hypoaesthesia ("numbness in leg"), peritoneal adhesions ("fused organs to peritonium"), bacterial vaginosis ("bv"), anxiety ("anxiety"), post ablation tubal sterilisation syndrome ("post ablation tubal ligation syndrome"), urinary incontinence ("my bladder is fused to my uterus. I leak badly "), vulvovaginal pain ("vaginal pain"), menstruation irregular ("cycle regularly irregular"), memory impairment ("problem eith memory"), uterine adhesions ("uterus was so thin and fused to my abdominal wall/I had adhesion upto my liver, my uterus fused to my abdominal wall, in turn also fused to my intestines, bladder, and my uterus, tubes, and cervix fused to each other"), arthralgia ("knee pain"), headache ("headache"), adnexa uteri pain ("ovary pain"), pelvic congestion ("pelvic congestion syndrome"), mood swings ("mood swing"), coeliac disease ("celiac disease"), hidradenitis ("hidradenitis suppurativa"), colitis ulcerative ("ulcerative colitis"), fibromyalgia ("fibromyalgia"), ocular rosacea ("ocular rosacea"), osteopenia ("osteopenia"), fistula ("fistulas from armpits that go into the breasts causing too many cysts"), breast cyst ("fistulas from armpits that go into the breasts causing too many cysts"), intervertebral disc degeneration ("disk degenerative disease"), genital haemorrhage ("bleeding never stopped"), abdominal pain lower ("painful cramps"), muscle contractions involuntary ("the labor like contraction once that knocked you off your feet"), incontinence ("incontinence") and cyst rupture ("cyst was rupturing"), was found to have a pregnancy with contraceptive device ("8 week gestation uterus"), was found to have uterine leiomyoma ("fibroids") and blood urine present ("blood in urine") and underwent spinal fusion surgery (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), except ovaries, hysterectomy on (B)(6) 2016, ablation, salpingectomy (bilateral removal of fallopian tubes),, hysterectomy and underwent ablation, hysteroscopy and d&c), cystoscopies and hydrodistention bladder biopsy. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, pelvic inflammatory disease, pregnancy with contraceptive device, urinary tract disorder, weight increased, abdominal distension, feeling abnormal, fatigue, cystitis interstitial, female sexual dysfunction, dysmenorrhoea, vaginal discharge, weight fluctuation, reproductive tract disorder, myalgia, dyspepsia, diarrhoea, muscle spasms, liver disorder, constipation, hyperhidrosis, iron deficiency anaemia, pelvic adhesions, adenomyosis, endometriosis, pain in extremity, hypoaesthesia, peritoneal adhesions, uterine leiomyoma, bacterial vaginosis, urinary incontinence, vulvovaginal pain, menstruation irregular, memory impairment, uterine adhesions, arthralgia, headache, adnexa uteri pain, pelvic congestion, coeliac disease, hidradenitis, colitis ulcerative, fibromyalgia, ocular rosacea, osteopenia, fistula, breast cyst, intervertebral disc degeneration, spinal fusion surgery, genital haemorrhage, abdominal pain lower, muscle contractions involuntary, incontinence, cyst rupture and blood urine present outcome was unknown, the pelvic pain, bladder pain, alopecia, abdominal pain, vaginal infection, urinary tract infection, fungal infection, intervertebral disc protrusion and mood swings had resolved, the dyspareunia, acne and anxiety was resolving and the post ablation tubal sterilisation syndrome had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, adnexa uteri pain, alopecia, anxiety, arthralgia, bacterial vaginosis, bladder pain, blood urine present, breast cyst, coeliac disease, colitis ulcerative, constipation, cyst rupture, cystitis interstitial, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, fistula, fungal infection, genital haemorrhage, headache, hidradenitis, hyperhidrosis, hypoaesthesia, incontinence, intervertebral disc degeneration, intervertebral disc protrusion, iron deficiency anaemia, liver disorder, memory impairment, menorrhagia, menstruation irregular, mood swings, muscle contractions involuntary, muscle spasms, myalgia, ocular rosacea, osteopenia, pain in extremity, pelvic adhesions, pelvic congestion, pelvic inflammatory disease, pelvic pain, peritoneal adhesions, post ablation tubal sterilisation syndrome, pregnancy with contraceptive device, reproductive tract disorder, spinal fusion surgery, urinary incontinence, urinary tract disorder, urinary tract infection, uterine adhesions, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: in 2012 she went in to the doctor that impanted for 3rd time. The bleeding never stopped, the ablation failed. Her adhesions near her liver caused her peritoneal lining to shrivel up so doctor cut it off and stitched it and closed. Because had ablation patient not recommended hsg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media: memory impairment, uterine adhesions, arthralgia, headache, adnexa uteri pain, pelvic pain, dysmenorrhea, genital hemorrhage, menstruation irregular, alopecia, abdominal distension, adhesion, post ablation tubal sterilisation syndrome, cyst ruptured, blood in urine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 17-nov-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. As a result of her implantation with essure, she suffered injuries, including: hysterectomy, pain, hair loss, weight gain, bloating, brain fog, fatigue and pelvic and abdominal pain. She had surgery to remove the essure implant on (B)(6) 2016. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain / pain. She underwent surgery to remove essure 7 years after its insertion. This event is anticipated in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-dec-2016: ptc result. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain / pain. She underwent surgery to remove essure 7 years after its insertion. This event is anticipated in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystourethroscopy on (B)(6) 2012, bladder biopsy on (B)(6) 2012 and uterine dilation and curettage on (B)(6) 2014. Concurrent conditions included cystocele since 2016 and rectocele since 2016. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("interstital cystitis"), female sexual dysfunction ("inability to have sexual intercourse"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful sexual intercourse"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain / loss specify which one"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), vaginal infection ("nfection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinarytract/vaginal)"), fungal infection ("yeast infections") and reproductive tract disorder ("reproductive system disorder"). The patient was treated with surgery (hysterectomy on (B)(6) 2016, ablation, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, urinary tract infection and fungal infection had resolved and the alopecia, weight increased, abdominal distension, feeling abnormal, fatigue, abdominal pain, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight fluctuation, gastrointestinal disorder and reproductive tract disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, gastrointestinal disorder, menorrhagia, pelvic pain, reproductive tract disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinarytract/vaginal) (type: interstital cystitis), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight gain / loss specify which one:, gastrointestinal or digestive system condition type and hair loss. Were added. Reporter, patient demographic information was update. Patient historical and concomitant condition was added. Product start date was update. Product indication was added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystourethroscopy on (B)(6) 2012, bladder biopsy on (B)(6) 2012 and uterine dilation and curettage on (B)(6) 2014. Concurrent conditions included cystocele since 2016, rectocele since 2016 and adhesion. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one"). In 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type"). In 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced weight increased ("weight gain"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), cystitis interstitial ("interstitial cystitis"), fungal infection ("yeast infections"), reproductive tract disorder ("reproductive system disorder") and myalgia ("myalgia"). The patient was treated with surgery (hysterectomy on (B)(6) 2016, ablation, salpingectomy (bilateral removal of fallopian tubes),), surgery (underwent ablation) and surgery (underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, urinary tract infection and fungal infection had resolved and the vaginal haemorrhage, menorrhagia, alopecia, weight increased, abdominal distension, feeling abnormal, fatigue, abdominal pain, cystitis interstitial, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight fluctuation, gastrointestinal disorder, reproductive tract disorder and myalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, cystitis interstitial, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, gastrointestinal disorder, menorrhagia, myalgia, pelvic pain, reproductive tract disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: total bilateral occlusion surgical pathology report specimen: 1. Uterus, cervix, bilateral fallopian tubes final diagnosis (microscopic): uterus, hysterectomy - 1. Cervix- a. Normal cervical mucosa. B. Negative for dysplasia and malignancy, 2. Endometrium- a. Nonphysiologic pattern. B. Negative for hyperplasia or malignancy. 3. Myometrium- a. Normal myometrium. 4. Serosa a. Normal serosal surface. 5. Fallopian tubes - complete cross section of normal fallopian tubes. Gross: the endometrial cavity has been partially obliterated and measures 2.1 x 0.5 x 0.2 cm. There is a 1.0 x 0.5 x 0.3 cm area of depression within the anterior lower uterine segment. The lumens of both tubes contain a coiled ligation wire which measure 2.0 cm in length each. The left tube also has 3 attached membranous cysts which range from 0.2 to 1.0 cm and which contain clear, watery fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain, dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter added and event myalgia was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.